Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit was fully fired with the interlock engaged. Functional testing required the interlock to be overridden and was applied to test media. The interlock was tested and found to function properly. It was reported that the device was difficult to unload. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: the anvil was bowed, the clamping mechanism was deformed, and staple pushers were partially flush with the cartridge. The product analysis noted evidence that the device was not used as intended. Bowed anvil/deformed clamping mechanism/partially flushed staple pushers may occur either by application over tissue that is beyond the recommended thickness range, or by application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while disconnecting and closing of the severed hepatic vein in a liver cancer resection, the reload could not be unloaded from the stapler. Surgeon replaced the reload and changed the handle to resolve the issue. No patient injury. For pli 10: medtronic's initial evaluation of the incident is that it was cause due to the tissue thickness to exceed the indicated range thickness for the staple size.